Manufacturer narrative:
Updated blocks: h3 and h6. Per the field service representative (fsr), he could not reproduce the reported issue. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2019, a perfusion screen is opened at 06:48:55. The occluder is calibrated at 06:49:34 but reports the calibration state as uncalibrated three seconds later. An unexpected stall while opening is logged at the same time calibration is lost as if something was preventing the occluder plunger from opening. This happens several times with the reported last step position ranging from 1658 to 1708. The log confirms the complaint.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is related to (B)(4) / medwatch #1828100-2019-00452.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was displaying a message to recalibrate the venous occluder. As a result, tubing clamps were used instead of the occluder. The surgical procedure was completed successfully. There was a five minute delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team set up and calibrated the venous occluder on the system without issue for the procedure. After the initiation of cpb, at approximately 10 to 15 seconds on bypass, the team noticed a low air supply message on the central control monitor (ccm) of the system, along with an occluder needing recalibrated message. They opted to not use the occluder and used tubing clamps instead, but had to address the issues from the epgs. The team opted to inform the surgeon of the issue with epgs, and they decided to have anesthesia ventilate and fill up the patients heart and come off cpb. The team troubleshot the issue off cpb and opted for an external source with a stand-alone blender. They reinstituted cpb with the heart lung machine (hlm), without the use of the electronic patient gas system (epgs) and continued the case with a stand-alone blender. Because of the nature of the error message the team opted to have an oxygen tank also available as a back-up. The case proceeded without issue. There was approximately a five minute delay between coming off cpb and troubleshooting, then re-initiation of cpb. The patient had no reported harm and no blood loss due to the incident.